Event description:
It was reported by the affiliate during a laparoscopic hernia repair the staples jammed while using the ems. There was no consequence to the pt.

Manufacturer narrative:
Facility experienced an event with endopath* endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team had completed its investigation of the device which was returned to co with product inquiry # 974652. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1 twisted); staples in track, yes(9) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based on the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "staples jammed" during surgery may have been due to a twisted staple in the cartridge nose which caused the instrument to jam. The instrument was receivd with a twisted staple in the cartridge nose and a loose piece of plastic was part of the cartridge that had become separated. No conclusion could be reached as to how the piece of plastic had become separated from the cartridge. Co reviews each incidence as it occurs in order to continuously improve the products and processes.